Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 423 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer was assisted with trouble shooting but did not find a malfunction with the insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.